Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had retention as they felt the urge to go but did not void. The patient also stated that they felt like they were leaking but when they check its only dribbles. They mentioned that they were initially excited but was a bit discouraged and felt ¿cruddy¿ after walking yesterday. The patient were unable to rate the evaluation. It was noted that the patient had a history of back issue and felt like they may have overdone it. On (B)(6) 2017, the patient reported that they had to go into their doctor¿s office to change the bandage as they had broken out in blisters. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.